Event description:
It was reported that a patient presented to a follow up appointment with complaints of heart palpitations. The device data was analyzed by the physician which revealed loss of right atrial (ra) lead sensing. A high capture threshold, abnormal impedance measurements, and noise were also observed from the ra lead. Diagnostic imaging was performed which confirmed ra lead dislodgement due to twiddler's syndrome. Additional information has been requested regarding resolution, but has not yet been received.